Event description:
It was reported that during a follow up in clinic, inappropriate automatic mode switch (ams) and variable autocapture trend were noted on the device. Abbott technical support was contacted, the session records were reviewed, and the inappropriate ams was found to be due to competitive atrial pacing (cap). Additionally, during the autocapture threshold tests the threshold was unable to be found resulting in out of range measurements, however, otherwise the threshold was stable. One instance of cap was found to have been initiated by the autocapture threshold test. Reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the variable autocapture trend and competitive atrial pacing (cap) resulting in inappropriate automatic mode switch (ams) event was sensed by the device.